Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had failure unable to calibrate pressures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. If any further information is provided, the investigation will be processed accordingly. Patient involvement and injury is unknown.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse stated that the regulators were malfunctioning. The fse replaced the drive regulators. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.